Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the module controller and drawer controller on drawer 3 had no power and were faulty. A field service engineer (fse) replaced both drawer controller and pyxis module controller, and the drawer was successfully configured and tested with no further issues. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, drawer 3 was not opening and showed as yellow in the cubex application. The customer manually accessed the cubie to retrieve medication, and it was determined that the drawer required replacement. A technician dispatch was arranged, and replacement hardware was ordered. However, there was no delay to patient care and adverse events or injuries reported based on this incident.